Event description:
On 06/19/1998, the facility nurse informed the MFR's sales rep of the following: during a subclavian approach for placing the two devices five of the introducers (four of one product & one of the other product) split prematurely at the shoulder of the introducer where the dilator meets the sheath. The procedure was completed successfully inspite of the problems encountered. No further info was provided at this time.